Event description:
It was reported that during a da vinci-assisted surgical procedure, the screen locked up on the surgeon side console and requested a pin number. The customer was not able to make a selection on the screen. The logs did not confirm any errors associated with the surgeon side console. The technical support engineer (tse) recommended the customer to restart after the case and call back if needed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon had to complete the procedure using the second surgeon side console as the touchscreen was locked up. The touchscreen was replaced however was not able to be used during the procedure. It was confirmed there was no patient injury and the delay was no more than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the touchpad on the surgeon side console to correct error 75. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure for the surgeon side console screen locking and asking for pin number. The customer was unable to select anything on the screen and displayed error 75. When failure analysis reviewed the remote fe, there were errors error 75 with p1 value of 0x3 which meant the startup was not successful and value of 0 mean the touch controller returned a bad status. This indicated problems such as broken corners or broken wires. The touchpad was installed and tested on the pca test system. Upon power was on however the system started up and failed with the screen half displaying and half-light white with image. The touchpad could not boot up with new firmware card installed, the issue still occurred and could not calibrate. A log review confirmed the procedure date of (B)(6)2022 on system (B)(4) no image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the touchscreen on the surgeon side console locking up. The fse replaced the touchscreen on the surgeon side console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.